Event description:
The reporter was informed by the pt's mother she had ten tubes each with a tear in the inflation line, which occurred from 4 to 10 days after pt use. The mother could not provide specific dates when each occurred. The reporter stated that the pt is a severely disabled (B)(6) male child and his "bodily age" is approx that of a (B)(6) child. The child moves his arms and his body constantly and he pulls the inflation line off the tracheostomy tube with his hands. The pt is monitored 24/7 with a pulse oximetry device. The mother re-cannulates the pt with a new tube each time. None of the incidents have harmed the pt. No lot numbers are available. The mother returns the damaged tubes to the distributor when replacements are needed.

Manufacturer narrative:
The lot number is unk therefore the date of MFR can not be determined. The customer has previously returned samples for the same failure. The MFR's investigation did not find any mfg defect and could not determine a root cause; however, samples presented torn inflation lines consistent with the reports of the child pulling/tearing the inflation line off the device. The report of this failure has been isolated to the single customer in this report. This is the third report of ten tubes reported, as referenced in 2936999-2011-00607.